Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was not feeling well. It was further reported that the right ventricular (rv) lead exhibited high thresholds, loss of capture and high impedance. It was also reported that the right atrial (ra) lead exhibited a failed atrial lead position check. The rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.